Event description:
A report was received that the patient was experiencing pain at the ipg site. The ipg had flipped in the pocket. The patient underwent a revision wherein the ipg was relocated. The patient was reportedly doing well postoperatively.